Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient indicated the device has not worked in years and do not have a patient programmer. No further complications were reported or are anticipated.